Manufacturer narrative:
The customer returned two vials of strips for investigation. The returned product was measured using a reference meter and a high level control. Testing results (qc range: 2.4 - 3.0 inr): vial 1: qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.6 inr. Vial 2: qc 1: 2.6 inr. Qc 2: 2.7 inr. Qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Country or origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the dasit sysmex c1500 tromborel siemens s method. The meter result was 6.6 inr and within 1 hour the laboratory result was 4.6 inr. The patients therapeutic range is 2.0-3.0 inr.